Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in g2 (is report source company rep). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella rp flex device was inserted via the right femoral vein in a 68-year-old female patient presenting post-operative from cardiothoracic (CT) surgery, scai shock stage e. Upon arrival to the ICU, the patient was noted to have hematuria, with 3500 ml output from the foley catheter in the ccl. The cvp was approximately 5, and volume resuscitation was initiated post-operatively in the ICU with a target cvp of greater than 10. The rp flex was turned down to p6 at the surgeon¿s request. The patient survived to explant. The reported event of hematuria requiring surgical intervention is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability and volume status. The complainant also reported that the pump was not saved. The hematuria did not resolve until pump was removed. Discussed running at lower p level and account opted to run at p9 until wean/removal. No arrythmias as far as they were aware.